Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed two low battery warnings. Evidence of a partially discharged battery being installed was observed on the date of (B)(4) 2014. The battery compartment was intact and the returned battery cap was able to fully tighten on to the pump. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found.